Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. This report is being filed to correct g1.

Event description:
It was reported that this electrode was associated with a system infection and erosion. At this time the electrode remains in service and there have been no additional adverse patient effects reported. Additional information provided from the field indicated surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was associated with a system infection and erosion. At this time the electrode remains in service and there have been no additional adverse patient effects reported.